Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump was received with a cracked case at the display window corners, a cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot, stained end cap sticker and cracked battery tube threads.

Event description:
Customer states that insuling squirts and drips out of tubing during priming. Customer blood glucose was 136 mg/dl. Customer was advised to discontinue use of the insulin pump and to revert to back up plan per health care provider and to have insulin pump replaced. No futher information was provided.